Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a balloon rupture occurred. A percutaneous transluminal coronary angioplasty procedure was being performed vascular access was obtained via the radial artery. The 70% stenosed,30x3.5mm,eccentric, in-stent restenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. The lesion contained 45 and 90 degrees of bend. Standard procedure was followed to inflate this 3.50 mm x 30.00 mm agent drug coated balloon, and they found that the balloon ruptured at 8 atm . They removed the device and completed the procedure with a different device without any patient complications and the patients status is stable.